Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, the balloon became struck on the guide wire. The chronic total occlusion (cto) target lesion was in an unspecified portion of the right coronary artery (rca). A 1.5 flex mr apex had been advanced over a non-bsc wire. The device would not adequately cross the target lesion and during withdrawal, the balloon got "stuck" on the wire. The balloon catheter and guide wire were removed together. The procedure was ended without intervention as "no balloon would cross the lesion". There were no pt complications reported with the pt's current condition listed as "ok".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).